Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider who reported that the patient didn¿t want to use the pump because the medication didn¿t work. It was not a device issue. The lack of efficacy was from the medication. The healthcare provider included that the patient didn¿t want to use the pump/therapy anymore and transferred their care to another pain doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving morphine drug via an implantable pump for non-malignalt pain indications for use. It was reported that the patient representative (rep) asked for magnetic resonance imaging (MRI) information regarding the pump. The rep stated that the patient has a pump implant, but the pump was not working in the last 6 months ago because it was not effective, and the pump was empty.  The pump was turned off and was not working. The agent consulted with the technical service (ts) and reviewed MRI information. The agent confirmed that there was no alarm.